Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported needle crack issue as crack was noted on the introducer needle hub. Upon infusion, a leak from the needle hub was observed. However, the investigation is inconclusive for the reported aspiration issue as the exact circumstances at the time of the reported event cannot be verified and the sample evaluation results indicating difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did occur under clinical conditions. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the subclavian vein, blood return could not be allegedly confirmed. It was further reported that the hub of the introducer needle was allegedly cracked. Thwere as no reported patient injury.

Event description:
It was reported that during a port placement procedure via the subclavian vein, blood return could not be allegedly confirmed. It was further reported that the hub of the introducer needle was allegedly cracked. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in common device name and PMA/510 k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 07/2023).